Event description:
It was reported that the patient presented for follow up in clinic. Device interrogation showed that the patient's right ventricular (rv) lead exhibited low sensing values. X-ray diagnostic testing revealed that the rv lead had dislodged. The patient's pacemaker was reprogrammed. The patient was stable.